Event description:
It was reported that the lead exhibited oversensing. It was further reported that no reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited oversensing. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.